Event description:
It was reported that the patients ipg would no longer hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patients ipg would no longer hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1110-02; sn (B)(6). The returned ipg was analyzed and revealed that the device was in hibernation and was fully charged in one cycle. With all the available information, boston scientific concludes that the ipg revealed no anomalies. However, the device was implanted in 2013. A labeling review found that the rechargeable stimulator battery should provide at least five years of service. Over time and with repeated charging, the battery in the stimulator will lose its ability to recover its full capacity. Hence, the probable cause selected for this complaint is known inherent risk of device.